Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (failed incoming testing) was investigated. As received, the monitor was unable to power on. Upon investigation, liquid contamination and corrosion was found on multiple components in the monitor. The cause of the reported failure was the contamination. The root cause of the contamination was ingress of an unknown substance. The monitor was removed from service. The root cause for the contamination was ingress of an unknown liquid. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that the monitor failed functional testing.